Event description:
Customer reported an issue with the battery cap and experiencing a blank display. Customer stated that there was a crack and corrosion in the battery compartment. Customer's blood glucose reading at the time of the call was 128 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with broken battery cap. All operating currents are within specification. Off no power alarm function properly and passed self test. No unexpected blank display anomaly noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads. Insulin pump had corroded battery tube and corroded battery cap contact.